Event description:
It was reported that the device was explanted due to end of life seen eight months after battery status was ok at follow-up. It was also noted that the device could not be interrogated. The patient had a syncopal episode, with pulse rate of 16, and he was 'blue in color'. No communication with the device was possible. An ambulance was called and the patient was taken to the hospital. The device was replaced.